Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Accidental needle stick occurred; no medical treatment required. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year. (B)(4).

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date.